Event description:
Same case as MFR #: 2134265-2010-05656. It was reported that during a stenting treatment procedure, a vessel dissection occurred. The lesion being treated was located in the proximal left anterior descending (lad) artery. The physician placed a kinetix guide wire and predilated with a 2.5x12mm maverick2 balloon. The physician attempted to place a 3.00x12mm promus stent, but was unable to cross the lesion. The physician pulled the stent back and noticed a vessel dissection. Then the physician attempted to place a choice pt guide wire into the circumflex for support but 'it did not work'. Everything was removed. The physician successfully implanted a 2.75x12mm veriflex stent over the lesion, with no harm to the patient. The patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer - the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu.(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The lesion was originally reported as left anterior descending (lad) artery. However, the lesion was located in the circumflex (cx).